Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. The right iliac leg was placed over right iliac artery accidentally and the right iliac artery was occluded. It was confirmed that no buttock claudication was observed and the pt was fine on (B)(6) 2010.

Manufacturer narrative:
(B)(4) occlusion is addressed per the provided IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indicators for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided info as well as the physician's comments of the event. "The event was caused due to technical error since the position of internal iliac artery was not confirmed appropriately. There is a possibility that buttock claudication is caused in future." We will continue to monitor for similar complaints.